Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photo was provided for evaluation. The photo was visually evaluated, and leakage was observed at the lower vent hole of the filter. Based on the evaluation results, the reported defect was confirmed. An exact root cause could not be determined at this time. However, it is possible that when the filter comes into contact with a solution during treatment this would cause to the vents lose their hydrophobic properties and lead to a leakage. A review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: fluid leaking at the dot on the filter housing that is proximal to the patient. The tubing and bag was discarded as chemo waste and another bag of chemo and new tubing was prepared to exchange the tubing with the leaking filter. No injury reported.